Event description:
The dealer states that the bracket that holds the seat frame to the base frame broke, it was not at the weld. The dealer states the customer alleges he was at the airport and he just finished using the bathroom and was washing his hands and he felt the seat give way. The dealer states the customer did not fall out the chair , he just alleges he felt it give way. In use 3 years. No additional information, dealer states he will find out if the patient was on the plane yet to see if it was damage from the airlines.